Event description:
It was reported that (2) devices were used during a esophagectomy. It was reported by the affiliate that the tlc75 instrument, with a tcr75, locked out. Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.